Event description:
It was reported that while using the unspecified bd that the hub separates from the device. The following information was provided by the initial reporter: 17-may-2023. Additional information received form bd rep. : "to explain my expression, ¿different sites¿, this issue has happened other sites (healthcare centers in the region the customer informed me), not just this healthcare center. The other sites I have no lot numbers or products numbers or other information to share."

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6 investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.